Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; handle is broken. It is noted the upper case is broken too far for the handle cover only. Analysis also found the programmer failed final test calibration sequence; lem (link electronic module) printed circuit board assembly found out of electrical specification. The system fan is noisy. Concomitant: 229047 analyzer. (B)(4).

Event description:
It was reported the handle is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.